Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri). During the replacement procedure, the right ventricular lead setscrew was stuck. Multiple torque wrenches were attempted with no success. A solid hex wrench was sent for sterilization. While waiting for the hex wrench, the physician attempted to implant a new pace sense portion of the right ventricular (rv) lead. The pace sense portion of the chronic lead was surgically abandoned. Attempts to implant a new pace sense lead were unsuccessful as the vein already had three leads in it. When the solid hex wrench was sterile, attempts were still unsuccessful. It was determined that the left ventricular setscrew was also stuck. As there was at least one month of battery remaining, the device was reinserted in the pocket and will be evaluated at a later date. No adverse patient effects were reported.

Event description:
Information was later received that the setscrew was able to be released successfully. The device was explanted. No adverse patient effects were reported.